Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The exact event/procedure date is unknown. However, it was reported that the procedure was performed approximately between one month and two weeks prior to the aware date of (B)(6) 2014. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. It was reported that the physician present during the procedure was dr. (B)(6). Reported event of handle cannula detached. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the colon during a colonoscopy with polypectomy procedure. According to the complainant, during the procedure, the snare loop would open but would not close. It was noted that the metal bar inside the handle was disconnected. Reportedly, there was no visible damage to the device or its packaging prior to use. The procedure was completed with another captivator extra large round snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.